Event description:
Customer stated that the device will not turn on. No pt involvement.

Manufacturer narrative:
The device has been returned, but add'l time is required to complete the analysis. Upon completion of the analysis, a follow up will be submitted.